Event description:
The customer reported b-type natriuretic peptide (bnp) calibrations failed three times, with bad fit, involving the unicel® dxc 600i synchron® access® clinical system. The customer used a new reagent kit but calibration continued to fail. The customer performed system troubleshooting with beckman coulter customer technical support (cts) and noted the peristaltic pump tubing appeared aged. The customer replaced the peristaltic pump tubing and performed system check which passed within specifications. Quality control (qc) also passed within specifications. The customer was not aware of any impact to patient results or affect to patient care. There has been no report of patient consequence or change in patient treatment associated with this event. Beckman coulter advised the customer to retest any questionable patient samples back to the last acceptable quality control (qc). No further issues were reported. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the likely cause of the event is attributed to the peristaltic pump tubing. Beckman coulter continues to track and trend any incident related to this issue.